Manufacturer narrative:
Continuation of d10: product ID: 97755 serial#: (B)(6) product type: recharger; product ID: 97745, serial#: (B)(6), product type: programmer, patient; product ID: 97745 serial#: (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (serial number (B)(6) revealed no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the last 5 weeks or so they reported stimulation was off unexpectedly. Pt stated they charge every 2-3 days. Pt stated stimulation will show as off even if the stimulator battery is at 60-90%. Pt stated they will know stimulation is off because they will be hurting. Agent asked if they track how low the stimulator battery gets before they start a new charging session. Pt stated they vary it, sometimes is down to red or it may be at 30% etc. Agent provided education about how stimulator battery level affects stimulation and charging. Pt stated the rep said their reports show the stimulator was depleted when the pt believes the controller was showing there was charge so the rep said to get the controller replaced. Pt stated about 2 months ago the controller "glitched". Pt explained they went to check the stimulator battery level while charging the stimulator and the controller screen would not power on. A new controller was requested. Pt called from phone 2 and mentioned they got the replacement controller, but as soon as they got the replacement controller, pt said the started to notice the ins would increment up to a certain percentage (pt mentioned 90% and 70%) and would just stop incrementing and would not go up anymore. Pt said they would look at the ins charge after 1 hour of charging and the ins had not incremented at all. Pt confirmed that the controller that was replaced was replaced in 2021(see call code notes). Pt also said the controller would go white/unresponsive when charging the ins. During the call, pt inspected the rtm cord, plug, and the controller port, but no damage was detected. Pt then initiated a recharging session and was recharging excellent. Ins charge was 90% and controller charge was 100%. Pt said they saw a yellow blinking light on top of the controller, but confirmed the controllerwas recharging the ins excellent. Pt said they used to charge their ins in 20-30 minutes, but over time the charge duration had gotten longer and longer. An email was sent to the repair department to send an rtm exchange unit. The patient reported that they received the recharger exchange unit and the screen is no longer going white. But pt continued having some of the same issues. Sometimes, 8 out of 10 times, the charging quality is not displayed and it just says 'recharging' and when it happens pt would charge for an hour and the ins charging level is still at 80%. When the charging quality is displayed pt can charge in 20-30 min. Pt would wiggle the cord and turn off and try again. On the call had pt inspect the controller. Pt noticed the top of some pins were worn out and saw something red in the plastic housing and noticed one end of the port on the right side had pins of a different color. An email was sent to repair to replace the controller. Pt mentioned they could not live without the stimulator. 2023-aug-02 rpl 395111 (con): additional information was received from the patient. Pt called back and reported since receiving their old recharger (after repair testing/using exchange unit) they are continuing to have the same issues previously documented. Pt also mentioned they had an error screen appear last night with a bunch of numbers - agent described possible 'software problem[99]' screen to pt and they said that may have been what it was; pt did not take down details and couldn't recall details. They were still unable to get their ins to charge, and wasn't displaying recharge quality unless they 'wiggled' the recharger around, then had to hold position to keep charging. They could charge ins for hours and sometimes wouldn't increment even though said 'recharging.' Pt said with exchange unit, they still had issues charging but didn't have the same errors coming up (agent thought exchange may have also been old-style recharger, but didn't find documentation of that serial). Agent redirected pt to follow-up with hcp if issues persist with one more replacement recharger (non-exchange unit). Pt said they had an MRI about 3 weeks ago as a follow-up with their doctor, and they checked out pt's ins; pt was told all appeared to be normal/good with their ins. Agent sent email to repair for recharger.